Event description:
It was reported that during the operation, after the blade was connected to the handle, it could not be rotated normally, the interface was not smooth, and it was stuck. The blade was vibrating when connected to handpiece and it was not used on patient. Checked that the handpiece was normal, and it could work normally when replacing other same-model blade. A new blade was replaced to complete the surgery. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there were indentions and a clear residue on the proximal outside diameter of the outer hub that was consistent with adhesive. Per the drawing, a thin layer of loctite is applied between the retainer and outer hub. The proximal outside diameter of the outer hub (locking area) shall be 0.340 +0.003/-0.001 inches and the high spots of adhesive measured up to 0.343 inches which was in specification. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece and the oscillated at 7500 rpm with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.